Event description:
It was reported that the procedure was to treat a 90% stenosed, concentric lesion in the mid right coronary artery (rca). After placement of a non-abbott guide wire, a xience prime stent implant was deployed. The 4.0x15mm tenku balloon dilatation catheter (bdc) was unpackaged without issue and no resistance was noted during removal of the protective sheath. The bdc was soaked and prepped prior to use with no issue or leak noted during preparation. The bdc was successfully advanced to the target lesion for post-dilatation; however, the balloon ruptured at 4 atmospheres (atm) during the first inflation and the bdc was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A non-abbott bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.